Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock of inappropriate therapy due to oversensing of small amplitude p-waves and r-waves. The patient will be brought to the clinic to evaluate the continuation of having the s-ICD system. This s-ICD remains in service and no additional adverse patient effects were reported.